Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to melting. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.